Event description:
It was reported via chat that a wearable failure occurred. The wearable was inserted into the arm. The patient reported experiencing very high ketones (value not provided) and vomiting. The Dexcom sensor reportedly failed on (b)(6) 2026, leaving the patient without an available replacement sensor. On (b)(6) 2026, at an unspecified time, the patient experienced a diabetic ketoacidosis (DKA) event. The patient was transported to the emergency department, where a blood glucose reading of 487 mg/dL was reportedly obtained. The patient was subsequently hospitalized and treated with intravenous (IV) fluids for hydration, IV insulin, and Zofran (ondansetron). At the time of the report, the patient stated that they were fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia and Diabetic Ketoacidosis.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.